Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2022, the customer alleged was cosmetic damage on the battery compartment and hospitalized for high blood glucose and diabetic ketoacidosis. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Cosmetic damage confirmed on the case near the corner of belt clip rails.

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia and diabetic ketoacidosis. Customer blood glucose level was 395 mg/dl and his current blood glucose level was 350 mg/dl. Customer stated that the battery compartment of insulin pump was damaged. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was unknown at the time of event. No further patient complication were reported. The insulin pump will not be returned for analysis.